Manufacturer narrative:
Citation: markham r et al. Comparative outcomes of balloon, mechanical and self-expanding devices in transcatheter aortic valve replacement. Heart, lung and circulation. 2016; 25:s169. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding comparative 30-day outcomes following transcatheter aortic valve replacement (tavr). All data were collected from a single center between 2008 and 2015. The study population included 246 patients (patient demographics not provided), 85 of which were implanted with medtronic corevalve (serial numbers not provided). Among corevalve patients 4.7% deaths occurred. None of the deaths were attributed to medtronic products. Among all patients adverse events included: major vascular complications and new permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.